Manufacturer narrative:
(B)(4).

Event description:
"Literature article entitled, ¿long-term comparison of porous versus hydroxyapatite coated sleeve of a modular cementless femoral stem (srom) in primary total hip arthroplasty¿ by francois s. Tudor, mbbs, msc, frcs, et al, published by the journal of arthroplasty (2015), 4 pages, http://dx.doi.org/10.1016/j.arth.2015.04.031, was reviewed. The authors present a prospective, long-term study of a large number of patients receiving either an ha or porous coated stem, performed by a single surgeon at one institution. This was a prospective comparative study, which included all primary total hip arthroplasties (thas)with the same uncemented acetabular component but with either a porous or ha coated femoral sleeve. Between 1st june 1997 and 1st august 2004. All patient received an s-rom femoral stem. The manufacturer of the acetabular components and the femoral heads was not provided by the authors. Implanted depuy products: s-rom femoral stem and sleeve. The authors used 21 ha coated and 25 porous s-rom stems. Results: 11 cases of radiographically identified femoral osteolysis. There is insufficient information provided to attribute the osteolysis, associated with polyethylene wear, to the s-rom stem and sleeve. 24 instances of stress shielding identified on progressive radiographic studies- coded as medical device site erosion 23 cases of distal pedestal formation- no treatment or intervention required. All 23 stems showed stable ingrowth at final follow-up. 8 cases of early cortical hypertrophy that improved over time with increased weight bearing 31 cases of spot welds identified on progressive radiographic studies. 1 progressed to revision surgery for stem loosening and subsidence secondary to inadequate osseointegration. 1 stem revision for septic loosening 1 excision arthroplasty for deep infection. Captured in this complaint: s-rom stem: implant loosening, implant migration. S-rom femoral augment: implant loosening and implant migration. Patient harms: inadequate osseointegration, infection, surgical intervention, medical device removal, medical device site erosion".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.